Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's cprd adaptor was removed and returned. The malfunction was duplicated and attributed to a shorted pin on the cprd adaptor. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "system fault 36" and "system fault 37" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.